Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second firing of the device using no buttressing material; the firing sequence was completed leaving only one side of the staple line fully deployed and formed on the patient side. On the sample side, not all staples were deployed and the staples that were deployed were like 'goal posts.' This device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). A surgical video was received and reviewed: the device compression time was not adequate. Position relative to the existing first staple line appeared fine with no potential staple line crossing issues apparent. The cartridge selection relative to the tissue thickness appeared to be ok, and no problems were apparent during the firing. Based on the video evidence, it could not be determined what caused the complication where the remnant side staple deployment was disrupted. However the video confirmed the event description.

Manufacturer narrative:
(B)(4). Additional information provided: what color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Upon evaluation of the cartridge, the left side was fully fired and the right side was partially fired. Furthermore, the cartridge body and one piece sled were found damaged. Please note an investigation has been initiated to address the potential root cause for the damage one piece sled. In addition, the pan was partially engaged at proximal end. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge, nicked knife. The analysis found that the device was returned in good visual condition and with a green cartridge loaded in the device. Upon evaluation of the cartridge, the left side was fully fired and the right side was partially fired. Furthermore, the cartridge body and one piece sled were found damaged. In addition, the pan was partially engaged at proximal end. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.